Event description:
The complaint is reported as: during the cvc insertion procedure in the context of a minor with urosepsis, the installation was described without incident. Subsequently when the swg is withdrawn resistant is observed, and when pulling fraying occurs with the swg breaking. Chest x-ray shows a fragment of the swg at the level of the pericardium, compromising the general health of the patient and having to be transferred to a critical patient unit for management. It was reported the patient was referred to another facility and returned days later without having managed to remove the piece of g uidewire. The patient is fine, but the guidewire remains in his body.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: during the cvc insertion procedure in the context of a minor with urosepsis, the installation was described without incident. Subsequently when the swg is withdrawn resistant is observed, and when pulling fraying occurs with the swg breaking. Chest x-ray shows a fragment of the swg at the level of the pericardium, compromising the general health of the patient and having to be transferred to a critical patient unit for management. It was reported the patient was referred to another facility and returned days later without having managed to remove the piece of guidewire. The patient is fine, but the guidewire remains in his body.